Event description:
It was reported that the core sag saw overheated. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor assembly was corroded and the ball bearing was worn. The presence of a corroded motor assembly and worn bearings are likely to cause or contribute to the handpiece heating up.